Event description:
It was reported that the patient complained of not enough rate response, and of feeling the same as before the implant. The atrial lead exhibited noise, oversensing, and diminishing and low impedances. During the lead revision, the physician was able to duplicate the noise and the drop in impedance by manipulating the lead. An insulation breach was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was found to be stretched. The inner insulation was kinked/buckled, torn, and appeared to have been pulled apart (overstress). The outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.